Event description:
The customer reported that while in pt use the flow, paw, and volume wave forms showed noise during inspiration and that the peep is unstable. No pt harm.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and replaced the gas delivery engine and the exhalation valve and the reported issue was resolved. Following the completion of FDA audit on (B)(4) 2014, carefusion 207 has revised the MDR procedures. This complaint was determined to be reportable per the revised procedures.